Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know how the touch screen became cracked. Customer stated it was possible that the screen was cracked due to the customer accidentally bumping into something. The customer's blood glucose level was 101 mg/dl. As the pump was still functional, the customer would continue to use the pump for insulin therapy.